Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5054990.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the ipg was replaced and the lead was removed for MRI compatibility. The patient was doing well postoperatively and the explanted ipg was not returned.